Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The leak was described as 100 ml of clenz reagent leaked from the analyzer onto the floor. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing appropriate personal protective equipment of lab coat and gloves, at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a hole in the tubing through pinch valve pv43. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).